Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, customer was completing the air removal step with an empty syringe. Additionally, customer was using cold insulin with the cartridge. Tandem technical support educated the customer on properly filling the cartridge. Customer's blood glucose level was 40 mg/dl. Reportedly, customer delivered a second bolus as customer was unsure if bolus was delivered, as the insulin gauge was static. Customer consumed carbohydrates to address bg. Reportedly, customer continued to use the existing cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. "The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge."